Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated she pressed go to start therapy before connecting. The hp confirmed she was connected at the time of the alarm. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr advised the hp to start over using new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab. During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable caused by the patient not connected when therapy initiate. The hp stated she pressed go to start therapy before connecting. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).